Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The iol got stuck inside the nozzle and was not delivered. No back-up lens available during original surgery. Surgery had to be completed without an iol being implanted. The patient requires a secondary surgery to have an iol implanted. Product return is anticipated but not yet received. There is insufficient information/evidence available currently to determine the root cause of the event. Our review of production records for the rayone aspheric rao600c batch 052192166 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052192166.

Event description:
On 5th january 2023, rayner received notification from its (B)(4) distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the iol got stuck in the injector and that surgery had to be completed without an iol being implanted.